Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4) , the electrode belt had a damaged trunk cable. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable was pulled from the strain relief which damaged j702 (trunk cable connector) inside the dn. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable. The last pt to use this electrode belt did not report any deficiencies.